Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator generated and alert indicating ¿atp was successfully delivered¿ however the device egm data did not show any evidence that atp was delivered. Further information was requested however, was not provided.